Event description:
The pt was involved in a fatal automobile accident. The pt's spouse reported that a hypoglycemic blood glucose value was obtained post mortem.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt's spouse reported that the pt was thrown from the vehicle and the pump has not been recovered. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The pt's spouse also reported that the post mortem blood glucose value exhibited hypoglycemia. No add'l info is available regarding the time this post mortem test was conducted or the test method utilized. If the device is recovered and returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.